Event description:
The customer contacted philips to report that this device failed the opcheck for ECG. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.